Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted into the patient.

Event description:
The patient underwent a coil embolization procedure in the left internal carotid artery (ica) using penumbra smart coils (smart coils). It was reported that post-procedure, the patient had left sided weakness. The event was considered resolved the same day, (B)(6) 2018 and no remedial therapy, medical procedure or hospitalization were required to address the issue. The left sided weakness was reported to be an adverse effect with a possible relationship to the smart coil system.

Event description:
The patient underwent a coil embolization procedure in the left internal carotid artery (ica) using penumbra smart coils (smart coils). It was reported that post-procedure, the patient had left sided weakness. However, the patient's head computed tomography (CT) showed no post-procedural complications. The event was considered resolved the same day, (B)(6) 2018 and no remedial therapy, medical procedure or hospitalization were required to address the issue. The left sided weakness was reported to be an adverse effect with a possible relationship to the smart coil system.